Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The detector and paxscan were replaced and the system functions as intended. Full system functionality was confirmed. No product has been returned.

Event description:
A medtronic representative reported that while performing an imaging system checkout it was found that the paxscan processor on the imaging system is not powering on. There was no patient impact as this occurred outside of a procedure.

Manufacturer narrative:
The detector panel for the imaging system was returned to the manufacturer for analysis. Analysis found that the detector would not ready when installed in a known operational imaging system. Analysis found that the reported event was related to an electrical issue.